Event description:
After a diagnostic catheterization procedure, an angio-seal device was placed, following which oozing and a small hematoma were noted. The physician ordered protamine to be administered (dose unknown), and digital pressure was held for 20 minutes. After the twenty minutes of pressure had been held, hemostasis was achieved and the hematoma had resolved. As a precaution, the post-placement tension spring was left in place for an add'l 20 minutes (which is in accordance with the instructions for use). The pt had good pulses throughout the procedure, and was listed as stable at the end of this procedure.